Manufacturer narrative:
Product ID 2490, carelink remote monitor. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the power supply was out of electrical specification.

Event description:
It was reported by the patient that the previously transmitting remote monitor has power but does not start when the start button is pressed. The patient disconnected and reconnected the power cord and the monitor started. The monitor is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the previously transmitting remote monitor has power but does not start when the start button is pressed. The patient disconnected and reconnected the power cord and the monitor started. The monitor is still in use. No patient complications have been reported as a result of this event. It was further reported that the monitor has been returned.